Event description:
The reporter (patient's mother) contacted lifescan (lfs) customer service in 2009 alleging that the patient's onetouch ping had a damaged display and the patient reportedly developed symptoms afterwards. The medical surveillance specialis (mss) spoke with the patient's mom on june 23, 2009 to obtain/verify the following information. The patient first noticed a black slash across the meter's display the day prior to contact to lifescan (unspecified time). The reporter claimed there was no trauma to the meter. The patient continued to test even though he was unable to read the result: the patient tests 4-7 times per day. The patient allowed his meter result to be transferred to his insulin pump, so he can get his bolus of insulin. Approximately at 2am on the day lifescan was contacted, the patient felt shaky and weak. When the mss asked the patient's mother if she know what caused her son's symptoms, she responded, "he's diabetic and sometimes it just happens." The patient's mom did not allege that the damaged display contributed to his hypoglycemic symptoms. The patient administered self-treatment with food and drink. He felt better afterwards. The patient did not receive any other forms of treatment and did not have any blood glucose results at the time of the incident. The product did not cause or contribute to an adverse event. There was no evidence that the damaged display contributed to the patient's symptoms because the patient was able to continue testing and has programmed his insulin pump to administer insulin based on the transferred meter result. However, this complaint is being reported due to the damaged display. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.